Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker displayed a red alert indicating that the device entered safety mode. At the previous device interrogation, the estimated remaining longevity was approximately two and a half years. The patient was not pacemaker dependent, and device replacement was scheduled as the patient resides in a care home. Technical services (ts) was consulted for further guidance. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device is expected to be return for analysis.